Manufacturer narrative:
Correction: it was determined based on parameters obtained, technical services/product performance engineering confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics. Decision is not reportable.

Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated.